Manufacturer narrative:
Device passed displacement test, selftest, active current measurement, and sleep current measurement. No failed battery alerts noted however, pump error 25 confirmed in device history files and power graph shows loaded or unloaded vlith voltages go to zero volts for a duration of time due to power connector not properly plugged in.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert or replace battery now alarm. Customer stated the type of battery in use was alkaline energizer. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.